Event description:
On (B)(6) 2012, the reporter contacted animas to report that the insulin pump's arrow and ok keypad buttons were intermittently responding to button presses. Issue began 4 weeks ago. The reporter denies any tears, peeling, or trauma to the keypad. The reported issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive. The keypad flex was found to have an open connection for the ok key.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.